Event description:
Unable to release valve on r band. Had trouble inflating balloon. Once it was up, could not get the air back out. The valve did not seem to work properly. Resulted in large hematoma.